Manufacturer narrative:
The actual device was evaluated and determined that the device was damaged post release. It appears that a suppy line was over torqued onto the cassette.

Event description:
Vitrectomy system displayed an error when priming. All connections were checked and surgical team found an abnormality with the disposable cassette interface with the vitrectomy system. The abnormality caused a vacuum leak resulting in an error message. The surgery team switched to a different vitrectomy system causing a 15 minute delay. There was no patient harm associated with this event.